Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be provided after the investigation has been completed.

Event description:
It was reported that during a patient scan, the table stopped moving and x-ray continued. The total x-ray energy the patient received was as prescribed, however, with no table movement, this energy was reported to have been deposited over the same location. There was no report of any deterministic effects of over exposure of radiation such as skin reddening or hair loss.